Event description:
The patient had debridement and contracture release which increased flexion to 85 degrees but it then stiffened up again to only about 45 degrees of flexion. Revision of lcs implants which were implanted. Revision due to stiffness, particularly going up and down stairs which was developed postoperatively. This wasn't an issue initially pots op but developed over time. The patient had debridement and contracture release which increased flexion to 85 degrees but it then stiffened up again to only about 45 degrees of flexion. This was her right knee, no issues with the left knee which notes mentioned had also had a tka. No pain in left or right knee. Sizes in situ from lcs were 2.5 tibia, 10mm insert and standard femur. Initial notes post op were stable and well-balanced knee but lateral retinacular structures were tight. No wear was observed on the insert. A fracture occurred post revision surgery, this was believed to be caused due to the high bmi (this was over 45 and we were informed it was similar currently). Fracture occurred in the femur above the stem (which couldn't be seen in the x-ray taken), this is believed to have occurred after the tourniquet was removed and the leg moved post op. Please see attachments for photos of removed implants and lot number details. This report is related to (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: added: d10 (concomitant).